Manufacturer narrative:
Vyaire file identification: (B)(4). The customer was requested to return the suspect device to vyaire for further investigation. At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that th vela ventilator was alarming transducer fault. There was no patient involvement.